Event description:
It was reported that a patient had a greenlight procedure last year. Post-procedure, the patient had complaints of pain. The physician scoped the patient and noticed the back of the bladder wall had a white appearance and he suspects that this area was burned via the laser procedure. He didn¿t notice any issues with the fiber when removed and doesn¿t recall any specific issues that arose during the procedure. Patient outcome: ¿bladder wall had a white appearance¿. Was reported.